Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. The filter was deployed just above the iliac bifurcation successfully. At that time, mechanical thrombolysis was performed; however, due to femoral vein extrinsic compression and stenosis and well-organized clot in the popliteal and distal femoral veins, a significant amount of residual occlusive thrombus remained. A note was made in the final images that the lower cone of the optease filter extended into the proximal right common iliac vein. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: tilt, blood clots, thrombosis and device is embedded and unable to be retrieved. Approximately five months after implant, a removal attempt was done. Venogram demonstrated a minimal filling defect, probably old thrombus adherent to the wall. The filter was successfully snared but unsuccessful in pulling the filter into the sheath. Ivc injections demonstrated a minimal filling defect in the filter, probably adherent clot versus inflow of unopacified blood from the left common iliac vein. The filter straddles the confluence of the right and left iliac veins extending into the very proximal ivc. The procedure was stopped. Completion venography demonstrated no change in position of the filter and no change in the appearance of the venogram overall as well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: tilt, blood clots, thrombosis and device is embedded and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Using ultrasound guidance, the filter was deployed at the level of the inferior vena cava just above the bifurcation. The ivc filter placement was successful. There was an attempted mechanical thrombolysis; however, due to femoral vein extrinsic compression and stenosis and well-organized clot in the popliteal and distal femoral veins, a significant amount of residual occlusive thrombus remained. A note was made in the final images that the lower cone of the optease filter extended into the proximal right common iliac vein. This was not felt to be of clinical significance, since the filter could be removed in up to one month¿s time if the patient was converted to coumadin and was no longer at risk for pulmonary embolism. Approximately five months after the ivc filter was implanted, the patient underwent a removal procedure attempt. The surgeon spoke with the patient regarding the time limits for filter removal. According to the surgeon, the optease filter had already expired; the manufacturer recommends 32 days or less with some experienced out through 70 to 90 days in selected cases. The surgeon discussed this with the patient thoroughly. The patient was told that if a retrieval attempt was desired, as long as the filter would come out easily, the surgeon would remove the filter; otherwise, the surgeon would not be aggressively trying to remove the filter due to the time limitations, which had already been exceeded. The patient and referring surgeon agreed with this. Ultrasound guided puncture of a widely patent right common femoral vein and permanent image was obtained. Placement of a 5-french micro dilator over a micro wire was made and a right iliac venogram was then performed. This demonstrated a minimal filling defect in the right mid iliac vein which was thought likely to represent old thrombus adherent to the wall and was not really flow limiting. A 10f sheath was then exchanged over a working wire that had been placed through the ivc filter. This was placed just caudal to the tip of the optease filter. Through this a snare device was placed. The filter was snared but the surgeon was unsuccessful in dragging the filter into the carrier sheath. Ivc injections through the sheath also demonstrated that there was a minimal filling defect on the right side of the filter which probably represented some adherent clot as well versus some inflow of unopacified blood from the patent left common iliac vein. The filter somewhat straddles the confluence of the right and left iliac veins extending into the very proximal ivc. At this point the procedure was stopped. Completion venography demonstrated no change in position of the filter and no change in the appearance of the venogram overall as well. The procedure concluded in an unsuccessful attempt at removing the ivc filter, which was very likely due to endothelialization of the ivc filter; in addition to a patent right common femoral vein through the inferior vena cava region; a small amount of filling defect in the right mid iliac vein probably representing some adherent clot and a filling defect in the ivc filter probably related to in flowing unopacified blood.according to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five months post implantation. The patient reports tilting of the ivc filter, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, in addition to device unable to be retrieved, with an unsuccessful percutaneous removal procedure attempt approximately five months after the filter was implanted. The patient sought removal of the optease ivc filter which was unsuccessful due to blood clotting and embedment. A later computerized tomography (CT) scan reported that the filter had tilted. The patient further reports suffering from tilting of the ivc filter blot clots/ thrombosis, device embedded and unable to be retrieved. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and tilted and caused blood clots, thrombosis and the device is embedded and unable to be retrieved. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis do not represent a device malfunction. Clinical factors that may have influenced these events include patient, procedural, pharmacological and lesion characteristics. Without procedural films or post implant imaging available for review, the reported filter tilt could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: tilt, blood clots, thrombosis and device is embedded and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.